Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The reported patient effects of arrhythmia and death are listed in the xact instructions for use, as known potential patients effects associated with carotid stents and embolic protection systems. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Reportedly, in the opinion of the physician, patient death was not related to any of the devices used in the carotid procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the 90% stenosed left internal carotid artery. The carotid lesion was noted during a coronary angiogram, and this procedure was performed to treat both carotid and coronary arteries. The carotid artery was chosen first. A 4x30mm viatrac 14 balloon dilatation catheter (bdc) was used for pre-dilatation. An emboshield nav6 was used along with a 9x40mm xact self-expanding stent system (sess). The stent was implanted successfully. A 5x30mm viatrac 14 bdc was used for post-dilatation, and a proglide device was used to successfully complete the procedure. The patient developed atrial flutter, so dopamine was given as treatment. The patient was stable; however, the patient went into cardiac arrest. CPR was performed, but the patient expired 30 to 45 minutes after the procedure. There were no device issues noted. In the opinion of the physician, patient death was not related to any of the devices used in the carotid procedure. No additional information was provided.